Event description:
It was reported that the t:slim x2 pump battery would not charge, and the caller was not using the tandem charging cable or wall adapter, opting instead for a third-party wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into an outlet known to function and wait at least 30 consecutive minutes for the pump to start charging; a follow-up was planned.